Event description:
It was reported to depuy acromed that a lumbar I/f cage broke during implantation. According to the complainant, a lumbar I/f cage broke upon insertion. The 25mm cage was going to be too long so the surgeon placed the cage oblique across the disc space. When the cage was 2/3 in, it fractured at the base of the arms. The base was left in the disc space. It was re-enforced with pedicle screws and impacted with bone. Surgery time was prolonged over a half an hour. There were no other adverse consequences to the pt. The product was not returned for evaluation as it was discarded by the hosp. The drawing and device history record were reviewed and no discrepancies were found. There were no cages in inventory containing the same lot code. No other events have been reported for this lot number. A sample of cages from stock was inspected and all conformed to specs. If not enough distraction is applied prior to placing the cage, excessive forces will be placed on the cage during insertion, and can cause the cage to fracture. The placement of the cage at an oblique angle was most likely a contributing factor to this event. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that "excessive torque applied to the long-handle insertion tools attached to the threaded insertion holes or direct application of loads of the threaded or small area of the I/f cage component can split or fracture the cage implants." Surgeons should ensure that excessive torques are not applied to these devices during insertion or manipulation. No further action can be taken at this time.